Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Nformation was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that low impedances had shown on contacts 1 and 2. What cause the issue was the patient fell in (B)(6) 2018. To resolve the issue impedances were checked and had show a short circuit of 34 ohms between contacts 1 and 2. The patient was reprogrammed as bipolar 0+, 3-, and the issue had resolved. No surgical intervention had occurred. There were no further complications reported.